Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery on 2 occasions less than 10 hours after the battery was installed. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with normal sleep currents. No unexpected low battery or replace battery now alarms were noted during testing. The detail trace and pump history confirmed that no unexpected low battery or replace battery now alarm anomalies were noted. The micro timer was functioning properly. The pump was received with a scratched case, pillowing keypad overlay, a cracked select button keypad overlay and minor scratches on the lcd window.